Event description:
It is reported that the device was damaged upon trying to assemble the surface with the tray.

Manufacturer narrative:
Eval summary: as returned, the tip of the inserter instrument has deformed and material chipped off. It is possible the articular surface was not properly oriented before insertion and the inserter was heavily squeezed in an attempt to seat the articular surface, causing the anchor tip to deform. Eval: as returned, the hooked end of the articular surface inserter exhibits deformation damage. The reported malfunction has caused or contributed to a serious injury in the previous two yrs on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for MFR guidance document published by the FDA in march of 1997.